Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported that she had a cgm reading of 53 mg/dl before going to work. She was feeling nauseous and anxious. She did not do any fingerstick because she trusted her cgm reading. When she arrived at work, the cgm reading was around 106-108 mg/dl. The patient was feeling anxious, breathing heavily and felt like dka. She did not do a fingerstick at that time. By 9:30 am while at work, the patient was taken to the emergency room (ER) by her co-worker in response to her possibly experiencing dka. Upon arriving at the ER, they took a bg reading which was about 630 mg/dl. Her cgm reading was showing 120 mg/dl. The patient was diagnosed with initiation of dka and low sodium. The patient was treated with insulin pen and then removed the sensor because she believed it was not working. The hospital treated the patient with IV fluids. The patient was discharged on (B)(6) 1:00 pm (less than 24 hours). The bg reading before she left the hospital was 300 mg/dl. At the time of the call, the patient was feeling fine. Her current sensor was showing a cgm reading of 220 mg/dl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.